Manufacturer narrative:
Information was provided by a research facility. No additional information is available. This is the same patient and event as report #9610726-2007-00020.

Event description:
It was reported "the arthroplasty was revised due to loosening of the femoral component and the tibial tray. The tibial insert, tibial tray and femoral component were revised. The components were implanted in situ for 11.68 years (approx. 11 years 7 months)."